Manufacturer narrative:
Results: eval of the returned unit found that a battery spring is badly bent. The alarm powers on and passes all functional tests. Note: instructions for use state - hold alarm vertically upside down to prevent battery spring from bending during battery installation. Insert four new "aa" alkaline batteries. Take care not to damage battery contacts. (B)(4).

Event description:
Customer reported that the alarm is broken. Add'l info received with the alarm is that the alarm "does not ring at all". Customer did not provide a date when issue was discovered. No pt incident or injury was reported.